Event description:
It was found during a programming history review that the patient's device had high impedance during a clinic visit. At this same clinic visit, the patient's device was disabled likely due to the high impedance. No additional relevant information has been received to date.